Manufacturer narrative:
The photo evaluation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the smartablate tubing was flushed with heparin 1000 units/ 500ml normal saline solution (standard). Tubing appeared to have whitish/clear residue along the entirety of the inside of the length of tubing. Additional information was received which indicated that the material observed in the tubing was movable. The foreign material was white and very small. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to pictures provided by the customer, a microbubble condition was observed in the inner diameter of the tubing. However, no residuals or other foreign materials were observed in the tubing. The lot number was provided. Therefore, d 4. Lot, d 4. Expiration date, d 4. Primary UDI number, and h 4. Device manufacture date have been updated. A device history record evaluation was performed for the ac9140546 finished device, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received, and even when no foreign material was observed in the tubing, microbubbles may be related to the issue reported. An internal corrective action was opened to introduce optimization actions regarding microbubble issues. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001801846

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the smartablate tubing was flushed with heparin 1000 units/ 500ml normal saline solution (standard). Tubing appeared to have whitish/clear residue along the entirety of the inside of the length of tubing. Additional information was received which indicated that the material observed in the tubing was movable. The foreign material was white and very small.